Event description:
Mattress cover is delaminating.

Manufacturer narrative:
Upon inspection of this mattress, the urethane cover bubbled at the foot end of the mattress cover and peeled away from the cover exposing the top layer of foam. This mattress has been isolated in the non-conforming room until investigation is complete and mattress has been dispositioned. This was the fourth complaint involving mattress cover delamination. This report is identifying mattress 1 of 1. A primus medical technician delivered product to the facility and the maintenance director brought the delaminating mattress to the technician's attention. This mattress was brought back to our warehouse for inspection. This mattress has not been replaced. This problem has been assigned to CAPA (B)(4), and a f/u report will be submitted upon completion of the corrective action.